Manufacturer narrative:
This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for add¿l reportable events. This MDR is for pt 1 of 1 on analyzer 2 of 2. See MDR # 1061932-2011-01378 for pt 1 of 1 on analyzer 2. This appeared to be a sample specific issue where nrbcs (nucleated red blood cells) were noted to be as large as lymphocytes. Per beckman coulter inc labeling, nrbcs are a known interfering substance for white blood cell counts and very small or multi-population lymphocytes can interfere with nrbc identification. Raw data from testing on the hmx analyzer were not provided for analysis. Field service was not dispatched for this event.

Event description:
The customer reported that the hmx hematology analyzer did not flag for nrbc (nucleated red blood cells) or correct the wbc (white blood cell) count on one pt sample. The sample was run on the hmx analyzer and has a wbc count to 45.0 x 10^3. The test results were accompanied by instrument-generated messages. A manual differential was performed on the sample. Thirty nrbcs were counted and the wbc count was estimated to be 30 x 10^3. The customer noted that some nucleated red blood cells were as large as small lymphocytes. The erroneous test results were not reported out of the lab. There were no reported changes to pt treatment associated with this event.